Event description:
It was reported that the customer experiences high blood glucose levels (200-300 mg/dl) on the first day after a cartridge and infusion set change for 4-6 hours. Customer is insulin sensitive . Customer reports he typically has high blood glucose levels whenever he gets an abrasion to his skin. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.